Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that there was a leak from the cardioplegia connector. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the same leak did not appear in multiple packs. There was no visible air in the system/tubing. The leak was a drip.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the exact location of the connector leak was on page 7 of the custom tubing pack specification. Conclusion: medtronic cannot confirm or deny the complaint of leak as no product has been returned to date. However, based on the complaint description, it is assumed to be related to a component with molding defects. An analysis of this occurrence could not be performed without the returned product. Inspection records for material in the cardioplegia line confirm there were no non-conforming material reports (ncmrs) for the material used in this work order. The manufacturing process was reviewed, and it was identified that all controls are in place to prevent this non-conformance during assembly. However, product event notification and awareness were given to the production personnel about the implications and consequences that the reported defect has on the field and instructions to be careful with the handling of the product. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. At this moment there have been no additional complaints related to this non-conformance. Complaints received for the same failure modes were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file indicated that the current risk zone does not exceed the risk zone p redicted in the product pfmeca. There were no adverse patient effects because of this incidence. Review of the complaint file indicates sufficient information was not provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.